Event description:
It was reported that the pt expired. The cause of death was stated as being "questionable" and they had suspected suicide. They had not expected to receive any more info. The relationship of the implanted device to the pt's death was not reported. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4)